Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to gastroparesis on (B)(6) 2018 with blood glucose of 230 mg/dl. The other relevant blood glucose level was 300 mg/dl and 293 mg/dl. Customer was in severe stomach pain. The insulin pump will not be returned for analysis.